Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. There was loss of capture noted on the lv lead and fluoroscopy was performed which confirmed the dislodgement of the lead. The lv lead was explanted and the lv channel was deactivated to resolve the event. During the procedure, a dislodgement of the right ventricular (rv) lead was also suspected. Increased capture threshold resulting in loss of capture was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition. Related manufacturer reference number: 2938836-2020-09695.